Manufacturer narrative:
(B)(4). Date sent: 11/12/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 7765 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 7765 was an affected lot of the 2018 linx recall. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported by the sales rep that post implant to a linx device the patient's gerd symptoms returned. The device was explanted on (B)(6) 2019, and the patient was converted to a nissen.

Manufacturer narrative:
(B)(4). Date sent: 01/02/2020. Additional information requested and received: implant date is (B)(6) 2018. The device initially was effective in controlling reflux.